Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the device was broken at loop end plastic part pulled from trocar. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Metal ring sheath was stretched and ruptured. There were no specimen pouch remnants on the metal ring. Specimen pouch was cut. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if during specimen retrieval process the specimen pouch is subjected to excessive manipulation or forces which causes stretching and deformation to the specimen pouch until it ultimately rips. Replication of the observed condition may occur if during specimen retrieval process the metal ring encounters an obstruction and is subjected to excessive manipulation or forces which causes stretching, deformation and ultimately ripping of shrink wrap tubing binding metal ring halves. Replication of the observed condition may occur if the specimen bag makes contact with a sharp object and subsequently rips under tension. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.